Event description:
It was reported that 8 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "plunger does not go down."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-may-2023. H6: investigation summary four hundred samples were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-nine samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Furthermore, a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 8 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "plunger does not go down".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.